Event description:
Medtronic received a report that during the procedure, the doctor was inserting the stylet into the endotracheal tube when he noticed that there was a medium length brown hair curled up inside of the packaging. There was patient involvement but there was no patient harm as they were able to intubate with another endotracheal tube that was sterile.

Manufacturer narrative:
The complaint sample was received for evaluation. A full investigation could not be carried out due to the sample being received outside it's pouch. Also the pouch was not received; therefore we were unable to determine the cause for this specific event and the reported failure mode could not be confirmed. Manufacturing controls are in place to detect defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.